Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all relevant information. The two other graftmaster stents referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the procedure was to treat a patient who was critically ill, post-surgical procedure for bowel resection. The patient was actively bleeding into a large pseudoaneurysm arising from the superior mesenteric artery, with no surgical option for treatment. Three graftmaster stents were ultimately used for treatment; however, it is unable to be confirmed if the pseudoaneurysm was completely sealed. No additional information was provided.

Event description:
Subsequent to the information on the previously filed medwatch report, new information received states that the graftmaster stents did not seal the ruptured aneurysm requiring additional non-abbott stents to seal the ruptured aneurysm successfully.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record (lhr) revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the off label treatment contributed to the reported leak. During review of the lhr, it was noted that the expiration date listed on the product label was 31-march-2012. Based on the reported information, the procedure date of (B)(6) 2012 means that the device was expired during use by 9 months. It should be noted that the IFU states: note the product use by date. Although a conclusive cause for the reported leak cannot be determined, the additional therapy/ non surgical treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.